Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('daily abdominal pain') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced abdominal pain (seriousness criterion medically significant), genital haemorrhage ("monthly haemorrhages"), adenomyosis ("adenomyosis diagnosed") and food allergy ("food allergies"). Essure treatment was not changed. At the time of the report, the abdominal pain, genital haemorrhage, adenomyosis and food allergy outcome was unknown. The reporter provided no causality assessment for abdominal pain, adenomyosis, food allergy and genital haemorrhage with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. X-ray - on an unknown date: result not reported. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-aug-2021. The most recent information was received on 31-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('daily abdominal pain') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced abdominal pain (seriousness criterion medically significant), genital haemorrhage ("monthly haemorrhages"), adenomyosis ("adenomyosis diagnosed") and food allergy ("food allergies"). Essure treatment was not changed. At the time of the report, the abdominal pain, genital haemorrhage, adenomyosis and food allergy outcome was unknown. The reporter provided no causality assessment for abdominal pain, adenomyosis, food allergy and genital haemorrhage with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kgs. X-ray - on an unknown date: result not reported. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 31-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.